Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03217. It was reported that the patient was not getting adequate therapy. The system was autoreducing and could not deliver energy. Diagnostics showed high impedances present on several contacts. As a result, the leads were explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.